Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states, the catheter broke after 129 days of being placed in the patient. It was placed on (B)(6) 2012 and broke the (B)(6) 2012. The catheter was located in the right subclavian. The patient had no previous symptoms. The catheter was pulled and replaced.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.